Event description:
It was reported that the patient felt the indirect decompression spacer did not work for her, therefore, she requested for the device to be explanted. The patient underwent a explant procedure where the spacer was successful removed. There were no reported patient complications or issues with the spacer prior to the explant procedure. The device will not be returned as it was retained by the medical facility.